Manufacturer narrative:
For 1 event the investigation did not identify a product problem. The cause of the event could not be determined. There have been no further issues following the service visit. For the other event, the investigation determined that the service activities resolved the issue. There have been no further issues following the service visit. The follow up/corrective actions for 1 of the events was the field service representative checked the analyzer and changed the probe. The follow up/corrective actions for 1 of the events was a field engineering specialist found that a rinse nozzle was stuck and that the reagent probe was out of alignment. He adjusted the rinse nozzle, corrected the reagent probe alignment, and adjusted the rinse levels. He performed a mechanism check and a precision check with acceptable results. He ran precision testing with controls and the results were acceptable. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous high results were generated by the cobas c513 analyzer. The events involved a total of 4 patients with the a1c-2 tina-quant hemoglobin a1c gen.3. For 3 patients the ages ranged from (B)(6) to (B)(6). The other patient's age was requested, but was not provided. The patients' weights were requested, but were not provided. There were 1 female and 2 males. The other patient's gender was requested, but was not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.